Manufacturer narrative:
Ortho clinical diagnostics (ocd) quality assurance performed retained and return testing of the donor segment. A slight grainy appearance which dispersed to a negative reaction was observed with the segment. All group b control samples were negative with both the retained and returned vials.